Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in 1995 or 1996. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code, since its release for distribution. The investigation could not verify or identify any evidence or product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since june 2002. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address chronic dislocation and poly wear of the insert.